Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086803) on 03-jun-2019. The most recent information was received on 12-jun-2019. Quality - safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pain during and between periods') in a female patient who had essure (batch no. D080(8)-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine citrate; ibuprofen (motrin pm), fluoxetine hydrochloride (prozac), metoprolol and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dental caries ("teeth started to decay"), alopecia ("hair started coming out in chunks"), bacterial vaginosis ("continuously got the infection bv") and metrorrhagia ("bleeding during and between periods") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removal) and had to start having teeth pulled. Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, dental caries, alopecia, bacterial vaginosis, metrorrhagia and vitamin d decreased outcome was unknown. The reporter provided no causality assessment for alopecia, bacterial vaginosis, dental caries, dysmenorrhoea, metrorrhagia and vitamin d decreased with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality.  Lot number d080(8) is invalid . Amendment: the report was amended for the following reason: case upgraded to incident (intervention required ticked as seriousness criterion). No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.